Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.(B)(4).although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: only a section of the internal wire was returned; the sheath and handle were not returned. The device had been cut near the proximal end. Visual evaluation of the returned section found the snare loop severely bent. Functional evaluation was not performed due to the condition of the device. The complaint could not be confirmed, since the returned device could not be evaluated functionally. However, based on the condition of the snare loop, it is likely that anatomical and procedural factors limited the performance of the device; therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in the lower colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a large polyp was being removed but the lesion could not be completely severed. As a result, the snare became embedded in the patient¿s tissue. It was reported that the snare loop was being manipulated ¿quite a bit.¿ the procedure was aborted, and the sheath was cut at the patient¿s anus. The patient was prepared for surgical removal of the device; however, it was reported that the distal portion of the snare dislodged on its own prior to surgery. The patient underwent surgery anyway, as the large polyp still required removal. It was reported that the patient ¿did well¿ during the colon resection procedure, and did not experience a bad outcome from this event.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in the lower colon during a polypectomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, a large polyp was being removed but the lesion could not be completely severed. As a result, the snare became embedded in the patient¿s tissue. It was reported that the snare loop was being manipulated ¿quite a bit.¿ the procedure was aborted, and the sheath was cut at the patient¿s anus. The patient was prepared for surgical removal of the device; however, it was reported that the distal portion of the snare dislodged on its own prior to surgery. The patient underwent surgery anyway, as the large polyp still required removal. It was reported that the patient ¿did well¿ during the colon resection procedure, and did not experience a bad outcome from this event.